Event description:
The customer reported that his olympus evis exera iii video system center was presenting an intermittent image during routine maintenance. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. No image was present on the screen due to a faulty power supply and printed circuit board. Additionally, a b30 scope communication error was appearing on the monitor whenever a 190 or 170 series scope was used due to a faulty printed circuit board and receptable unit ¿ both will require replacement. The front panel leds were not illuminating properly due to a faulty front panel unit. The wires were found rusty, the net spacer was damaged, and the front panel gasket was deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that b30 was displayed, and image had no output due to a faulty power supply unit and a faulty patient circuit (cp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.